Manufacturer narrative:
(B) (4).

Event description:
During a routine refill (B) (6) 2009, the pump reservoir volume should have been 5.3 ml, but it was barely 1 cc. On (B) (6) 2010, the reservoir volume should have been 5.7 ml, but it was at 0 ml. On (B) (6) 2010, the reservoir should have been 3 ml, but it was at 0ml. When interrogated each time, there were no motor stalls reported in the logs. The pt was admitted to the hospital (B) (6) 2010, due to altered levels of consciousness and suspected overdose. These symptoms were attributed to the pump volume discrepancies. The pt had also reported numbness in his legs, weakness, and nausea. The pt was placed on oral oxycodone (15 mg up to 8 times per day). The pump contained dilaudid (25 mg/ml) and bupivacaine (25 mg/ml). The pt started at 8 mg/day, but had gradually been decreased to 5 mg/day then to 4 mg/day and was now receiving a minimal rate. The physician put in a request to the pt insurance company, for the pump's removal. The pt was reported to be doing "alright". Add'l info has been requested, a f/u report will be sent if add'l info becomes available.